Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with heavy tortuosity, heavy calcification and 90% stenosis, pre-dilatation was performed with an unspecified 1.5x12 mm balloon. A 2.75x38 mm rx xience prime stent delivery system was advanced and the stent was deployed. An edge dissection was noted and another xience prime stent was implanted to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.